Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of distal tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During procedure, the entire distal gold tip detached from the end of the catheter and fell into the patient. Another injection gold probe was used to complete the procedure. Bleeding was reported but per the physician's opinion, device or procedure did not contribute to the complication.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During procedure, the entire distal gold tip detached from the end of the catheter and fell into the patient. Another injection gold probe was used to complete the procedure. Bleeding was reported but per the physician's opinion, device or procedure did not contribute to the complication.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of distal tip detachment of device or device component. Block h11: the returned injection gold probe was analyzed. Visual and microscope inspection found the gold tip was not detached but broken. There was a fragment of the ceramic tip still attached to the catheter. The broken section was not return. The customer provided a blurry picture where it was possible to observe the ceramic tip was missing. The reported event of distal tip detachment of device or device component was not confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and integrity. This could have been generated if there was contact between the device, and the scope or any hard surface. Therefore, the most probable root cause is adverse event related to procedure since the procedure occurred during the procedure, and the device had no influence on the event. The reported issue of distal tip detachment of device or device component will be classified as "no problem detected".